Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was deactivated after loss of capture was noted. An x-ray confirmed that this lv lead had dislodged. The device was reprogrammed with only right ventricular stimulation.